Event description:
After trying a new contact lens conditioning solution from walgreens (for rigid gas permeable and hard contact lenses), I developed a severe allergic reaction in both eyes. The reaction included dryness, irritation, extreme photosensitivity (sunlight was painful), corneal scratches, fuzzy vision, and difficulty focusing. The symptoms subsided after I switched back to my regular bausch & lomb solution. Dose or amount: drops. Frequency: overnight soaking. Dates of use: 2008. Diagnosis or reason for use: soaking of lenses overnight. Event abated: yes. Event reappeared: yes.